Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), explanted for an elective replacement indicator (eri), displayed a reset indicator upon initial analysis at guidant's reliability assurance laboratory.